Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin. The blood glucose reading is 520 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. However, the insulin pump powered up properly after battery installation. The operating currents are within specification. No battery out limit alarms noted. The insulin pump has minor scratches on the lcd window.